Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during a banding procedure performed on (B)(6) 2024. During the procedure, when the physician attempted to deploy the bands, the bands got stuck and were unable to deploy. A second speedband superview super 7 was used; however, the same problem happened. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.